Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer got an alarm and the reservoir was not empty. The customer used more gel and they were using the unit for surgery. During bypass, the unit malfunctioned again. They reset the alarm and changed out the level sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.